Manufacturer narrative:
The actual device was not available; however, two retention samples were evaluated. Functional leak testing was performed, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through twenty (20) clearlink IV access valves. The no flow would occur when a patient was connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.